Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 425 mg/dl at the time of incident and the current blood glucose level was 285 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with insulin pump for high blood glucose level. Customer states they had smelled of insulin around clothes and around site was wet like leak. The device will not be returned for analysis.